Manufacturer narrative:
The customer¿s report that the pressure sensing disc leaked was not confirmed but a leak at the filter outlet was confirmed. Visual inspection showed no anomalies. Functional testing resulted in leaking between the tubing and the distal end of the filter. The tubing was measured and found to be within specification. The root cause of the leak is insufficient solvent application at the engagement between the filter outlet and tubing.

Event description:
The customer reported that the pressure sensing disc leaked during patient use. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the pressure sensor disc leaked during patient use. There was no patient harm.

Event description:
The customer reported that the pressure sensing disc leaked during patient use in the nicu in room 13. There was no patient harm.

Manufacturer narrative:
Patient dob provided, as well as, baby 1.